Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture due to microdislodgement. A revision procedure was performed and the lead was repositioned. The lead was found to have dislodged a second time and was removed from service and replaced. The patient had extremely tortuous anatomy which seemed to have been the cause of the dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.